Event description:
Reportedly patient expired approximately after a implant duration of 2 months, due to unknown reasons. Unknown if patient's death is device related. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.